Event description:
The customer's mother stated that the customer was hospitalized, due to hypoglycemia. The customer's mother did not remember any details of the event. The customer has not used the insulin pump for an extended period of time. When a new battery was inserted, the insulin pump alarmed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow, once the analysis has been completed.